Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009, the patient underwent the following procedures: anterior lumbar decompression at l5-s1; anterior lumbar arthrodesis, l5-s1; anterior segmental instrumentation at l5-s1; insertion of spinal cage prosthesis at l5-s1; utilization of fluoroscopy for localization and instrumentation. Preoperative, postoperative diagnosis: spondylitic spondylolisthesis, l5-s1; lumbar instability at l5-s1; foraminal stenosis at l5-s1 bilaterally; bilateral lower extremity radiculopathy secondary to vertical collapse at l5-s1. Per op-notes: ¿after the surgeon performed a complete discectomy ,the surgeon first started with a 9 mm trial which had an excellent fit to the point. The surgeon did not feel that moving out to an 11 was going to be that much beneficial lo her as there could have been risk to damaging the endplates and causing postop subsidence or even a possible fracture in to either l5 or s1. The surgeon thus selected a 9 mm peek spacer and then packed this with bmp. ¿

Event description:
It was reported that on (B)(6) 2009, the patient underwent an anterior lumbar decompression at l5-s1, the anterior lumbar arthrodesis at l1-s1, the insertion of spinal cage prosthesis at l5-s1, the anterior segmental instrumentation at l5-s1, and the utilization of fluoroscopy for localization and instrumentation, and also using rhbmp-2/acs. The patient reportedly now suffers from severe injuries and damages.